Event description:
The reporter obtained a 299mg/dl and 89mg/dl blood glucose comparison on the accu-chek compact system. The reporter states he obtained an add'l comparison with blood glucose results 178mg/dl and 89mg/dl on the accu-chek compact system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system went to customer and return requested.